Manufacturer narrative:
The product is available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
The complaint states that during an interventional procedure, the patient suffered an arterial dissection. The patient was a (B)(6) female. The procedure was a shunt pta; the target lesion was a dialysis shunt. The vessel was heavily calcified and not tortuous, the rate of stenosis was unknown. Pre-dilatation was conducted with a slalom thrill (details unk). After the smart control (smart control, iliac 10x40) stent was placed in the target lesion, it was noted that a dissection had occurred. Therefore, two additional stents (details unk) were placed and bleeding was stopped. Additional information received from the sales rep indicated that the vessel rupture actually occurred when the pre-dilatation was conducted with the slalom thrill. Therefore, the smart control (c10040sl, 15109117) and other 2 additional sc (details unk) were placed in the target lesion and the bleeding was stopped. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15202509 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Eight units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15202509. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. No corrective action is required at this time. There are possible vessel characteristics, specifically the heavy calcification that may have contributed to the event.

Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.

Event description:
The patient was a (B)(6) female. The procedure was a shunt pta, the target lesion was a dialysis shunt. The vessel was heavily calcified and not tortuous, the rate of stenosis was unknown. Pre-dilatation was conducted with a slalom thrill (details unk). After the smart control (smart control, iliac 10x40) stent was placed in the target lesion, the vessel was noticed to be ruptured. Therefore, two additional stents (details unk) were placed and bleeding was stopped. No other details were provided. There will be a product return. Additional information received from the sales rep indicated that the vessel rupture actually occurred when the pre-dilatation was conducted with the slalom thrill. Therefore, the smart control (c10040sl, 15109117) and other 2 additional sc (details unk) were placed in the target lesion and the bleeding was stopped.